Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device did not infuse the medication during treatment. The nurse reports the bag was still full when it was time for a bag change. There were no unusual alarms. A new bag and tubing was connected and the pump worked correctly. No patient injury was reported.